Manufacturer narrative:
Product analysis: at analysis the customer comment that the stylus calibration was disturbed was confirmed and the stylus was therefore calibrated. The instrument was checked and cleaned and a software upgrade was done. The instrument was noted to be working ok. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus calibration was disturbed. The programmer was returned for service. There was no patient involvement.